Event description:
Affiliate reported that it is alleged that as a result of an increase in pt infection numbers in the hospital post operatively, the clinical staff have been examining the common items that are used in these surgical cases. It has been alleged that the above codes were dismantled by clinical staff in the hospital and bone fragments were found in the shaft.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. In addition, cleaning and sterilization instructions are supplied for this and similar codman instruments, which have been shown to be effective in cleaning and maintaining these and similar devices. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.